Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver broke off while being used to final tighten the plug when attached to an incorrect handle. The procedure was completed using an alternative plug driver without reported patient impacts.

Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned driver was evaluated. The tip was confirmed to have fractured off in a manner consistent with over-torquing of the driver during usage. The mating torque limiting handle was not used during the procedure and the handle that was used would not prevent the user from over-torquing the driver. The manufacturing records were reviewed; there were no issues found that would have contributed to this event. The device labeling provides instructions regarding proper device usage, including instructions that state the driver is to be used with the torque limiting handle.

Event description:
It was reported that the tip of a plug driver broke off while being used to final tighten the plug when attached to an incorrect handle. The procedure was completed using an alternative plug driver without reported patient impacts.